Event description:
Same pt as: 6000089-2007-01265, 6000089-2007-01264. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, redness of the face, skin rash on the extremities and swelling of the extremities occurred. A 3.50 x 16mm taxus express2 drug eluting stent was placed, due to "tissue buildup" in the two previously placed stents. The day following implantation he again experienced redness of the face, skin rash on the extremities and swelling of the extremities. Add'l info was requested from the physician, but it has not been provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.